Event description:
3 burrs with the same batch record broke. 2 broke in patients' metatarsals; 1 broke when taken out of the packaging.

Manufacturer narrative:
N/a.

Manufacturer narrative:
The returned burr and an unopened unit were visually inspected and measured. A dimensional variability of the inner diameter under the cutting blades was identified. This characteristic results from the manufacturing method and was not previously included in routine inspections. Although this variation may reduce the mechanical margin of safety in certain loading conditions, no evidence of a systemic or critical manufacturing defect was found. Information provided by the healthcare facility indicates that two events occurred under conditions that increased mechanical stress on the device, including off indication use and excessive force applied at the distal tip. These factors contributed to creating a lever effect at the cutting end, consistent with the observed fracture pattern. Based on the investigation, the event is linked to a combination of factors, including dimensional variability inherent to the manufacturing process and use conditions that exceeded the expected mechanical load. No corrective action on distributed products was required. Recommendations were implemented to enhance dimensional monitoring during future production.

Event description:
3 burrs with the same batch record broke. 2 broke in patients' metatarsals; 1 broke when taken out of the packaging.